Event description:
It was reported that pump displayed malfunction alarm malf 12 with associated fault code and required repeated resets within a 24-hour period, with no notable events occurring before the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to switch to multiple daily injections as backup insulin therapy, was provided a replacement pump, and was advised placing malfunctioning pump into storage mode and return it to tandem using prepaid label, which customer understood and acknowledged.